Event description:
The report received from the affiliate indicated that during an endovascular procedure, the black coating of the 180 cm. Sgw .014 stabilizer guidewire at three (3) cm. From the distal tip of the wire started to shear off during the procedure. This was thought to be likely on the needle of the outback catheter when the physician pulled the wire back through the needle, into and then out of the catheter. The black coating was hanging on the wire when it was removed from the patient. There was no reported patient injury. The procedure was reported to have been completed with the same like product. The procedure was an iliac angioplasty/subintimal re-entry.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during an endovascular procedure, the black coating of the 180 cm. Sgw .014 stabilizer guidewire started to shear off during the procedure at three (3) cm. From the distal tip of the wire. This was thought to be likely due to the needle of the outback catheter when the physician pulled the wire back through the needle, into and then out of the catheter. The black coating was hanging on the wire when it was removed from the patient. There was no reported patient injury. The procedure was reported to have been completed with the same like product. The procedure was an iliac angioplasty/subintimal re-entry. Bilateral puncture was conducted in order to visualize lesion/ location with approach from the right using a retrograde approach. Wire subintimal then performed subintimal re-entry with outback catheter successfully. There was no reported product issue with the outback catheter. The guidewire was inspected prior to use and appear to be normal. The product was prepped properly according to the IFU. There were no problems noted during preparation. The procedure was completed successfully. There was no reported patient injury. The complaint product and a non-complaint product were returned for evaluation. Two non-sterile units of sgw .014 stabilizer 180cm were received coiled inside of a plastic bag. Unit #1- approximately 5.0 cm of black coating on distal end was detached from wire and in this section was exposed wire. The portion of the detached black coating was included in a small plastic bag inside the big one. In coil tip section, unraveled /stretched condition was observed from 2.0cm to 8.5cm from its distal end. The distal tip presented a bent condition at the distal end. No other visual damage was found. Unit #2- the distal tip presented a kink/bent condition at .5cm and 2.0cm cm from the distal end. No other visual damage was found. For the unit #1; sem/x-ray analysis was performed in order to determine the cause of detaching black coating; the results indicate that: the guidewire coating surface presented evidence of twisting, abrasion and elongation. Reverse bending/ twisting could be related to these surface characteristics. Cutting was discarded as a root cause since no cutting characteristics were observed in the guidewire coating. The exact cause of the delaminated coating could not be conclusively determined. However, procedure factors could be contributed to the damages in the device. The entire guide wire of unit#2; was observed under microscope and no more damages were observed than found during visual analysis. (B)(4). The root cause of the kink/bent condition found in the distal tip of the unit #2 could not be conclusively determined. However, procedure factors could be impacted the damages in the device. The reported failure as 'delaminated/coating' was confirmed in the complaint product given the received condition of the device. The exact cause of the reported failure by the costumer, as well as the damages found during analysis (unraveled /stretched and bent condition in coil tip section) could not be conclusively determined. However, the product analysis and the sem analysis suggest that procedural factors and device interaction could have contributed to this condition. The device did not present any obvious indications of manufacturing defect or anomaly that could have contributed to the event as reported. The DHR records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.